Event description:
It was reported to boston scientific corporation that an endoline viper was used in an explantation procedure of an orbera balloon on (B)(6) 2023. During the procedure, one flange of the forceps bent and stayed outside the sheath. The bent flange was grabbing tissue as it was being pulled out the esophagus. The patient experienced minor bleeding and pain. There was no reported treatment to the patient.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of material deformation.